Manufacturer narrative:
Clarification to explant date: devices were explanted between january 2019 and september 2021. (B)(4). The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii or IV, discoloration, rupture , and silicone granuloma. Article citation: bird, g.r., niessen, f.b. "The effect of explantation on systemic disease symptoms and quality of life in patients with breast implant illness: a prospective cohort study." Sci rep 12, 21073 (2022). Https://doi.org/10.1038/s41598-022-25300-4.

Event description:
Through journal article "the effect of explantation on systemic disease symptoms and quality of life in patients with breast implant illness: a prospective cohort study" describes a cohort study conducted on 140 patients with breast implants. The study reports the following events in relation to the 140 patients: capsular contracture baker grade iii or IV (38 patients), discoloration (18 patients), rupture (20 patients), and silicone granuloma (2 patients). The following additional reports were determined to be not device related: "calcification, breast implant illness (bii) symptoms, autoimmune, rheumatologic or connective tissue disease (11 patients), sarcoidosis, rheumatoid arthritis, raynaud¿s phenomenon, lichen planus, lichen sclerosus, ehlers-danlos, vitiligo, other immune mediated diseases (4 patients), iga deficiency, itp, still's disease, polyclonal igm syndrome, functional somatic syndromes (cfs, fm) (7 patients), thyroid disease (hypo/hyperthyroidism) (11 patients), cardiovascular disease (9 patients), hypertension, hypercholesterolaemia, palpitations, respiratory disease (11 patients), asthma, copd, rhinitis, sinusitis, gastrointestinal disease (9 patients), bs, ulcerating colitis, gerd, skin disease (6 patients), eczema, psoriasis, lichen planus, lichen sclerosus, musculoskeletal disease (7 patients), arthritis, disc herniation, malignancy (6 patients), psychiatric/psychological disorders (14 patients), depression, burnout, adhd, anorexia/biulimia, headaches (8 patients), migraine, tension headaches, other (11 patients), insomnia, cva, brain cyst, lyme's disease, adverse reaction to dermatologic filler, poland syndrome, osteoporosis, and polyneuropathy. 13 patients have no bii symptoms. This represents devices on both left and right side. Devices have been explanted.